Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "fails accuracy +6.35%". Visual inspection found the pump to have damaged housing. Inspection of the pump's event log revealed no tests performed prior to the pumps return to smiths. The customer's reported problem of failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/- 6%. The pump's expulsor was trimmed to bring the pump's delivery into more nominal of a range as a preventive measure.

Event description:
It was reported that a cadd® cadd-legacy® pca pump fails accuracy +6.35%. There is no report of any patient involvement.